Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient did not wear a mask and did not clean area during pd therapy. On the same day as event onset, the patient was hospitalized and started treatment with injection reflin (500mg, each bag four hours once, route not reported), injection fortum (500mg, each bag four hours once, route not reported) and injection piptaz (2.25gm, three times day, intravenously) for peritonitis. Treatment was ongoing at the time of this report. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing and the patient was recovering. Additional information is not available.